Manufacturer narrative:
Received 1 used flip-flo valve. During the visual evaluation of the sample received, no discrepancies were observed or any damage, bend or deformity that might have contributed to the reported issue. However, the tap valve had evidence of used. Per the functional evaluation, the received sample was tested with air under water and a leakage was noted through the outlet tube and from the lever while in closed position. The lever was disconnected from the tap body and did not find any problem between the components. The reported event was confirmed with an unknown cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "warning: this product should not be used without assessment of bladder function by an appropriate medical professional. Instructions wash hands. Attach flip-flo¿ valve to catheter ensuring that you do not touch either the catheter end or the valve connector. Wash hands thoroughly before and after operating flip-flo¿ valve. Empty bladder as frequently as advised by your doctor or nurse. To open the flip-flo¿ valve, push lever down. Allow urine to drain into toilet or an appropriate receptacle. To close the flip-flo¿ valve, pull lever up. A night drainage bag may be attached to the flexible connector to allow continuous urine drainage overnight. It is recommended that the flip-flo¿ valve is changed every 5-7 days. Simply disconnect the valve from the catheter and discard. Attach a new valve following the above instructions. Warning ¿ leave flip-flo¿ valve in open position." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the product caused contents to dribble down the patient's leg on and off throughout the first day of use. The device had to be replaced on the second day.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the product caused contents to dribble down the patient's leg on and off throughout the first day of use. The device had to be replaced on the second day.